Manufacturer narrative:
(B)(4). As the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During follow-up for an unrelated alarm, the patient indicated she has had infections but was not sure of the dates. The patient stated that she had her catheter changed because of the infections. On 10/19/2010, the patient's nurse indicated the following information: on an unreported date, the patient began treatment with dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapy (doses, frequencies and lot numbers were not reported) intraperitoneally (ip) for ambulatory peritoneal dialysis (apd). During a follow-up call with baxter technical service center regarding an alarm on the homechoice device and the reported events of "infections", the following information was obtained. On (B)(6) 2010, the patient experienced peritonitis and was treated with an unknown course of antibiotic therapy. Laboratory examinations performed for this episode of peritonitis were not reported. On (B)(6) 2010, the patient again experienced an episode of peritonitis. On that same date, a peritoneal effluent analysis and culture were performed prior to the start of antibiotics. The analysis revealed total nuclear cells 640, mononuclears 0.11, polynuclears 0.79, and non-haem cell 0.10. The result of the culture was (B)(6). The patient was treated with an unknown course of antibiotic therapy. On (B)(6) 2010, the patient was hospitalized for a catheter exchange and was discharged on (B)(6) 2010. The patient was never hospitalized for peritonitis. On (B)(6) 2010, the patient experienced her third episode of peritonitis. On that same date, a peritoneal effluent analysis was performed. The analysis revealed total nuclear cells 250, mononuclears 0.67, and polynuclears 0.33. On an unreported date, during one of the episodes of peritonitis, a peritoneal effluent culture revealed "epidermidis." The reporting nurse indicated that on one previous treatment for peritonitis, the patient was given vancomycin, but was unable to confirm for which episode or provide details regarding dose, frequency, route or duration. On (B)(6) 2010, the patient began a three week course of remedial therapy with ceftazidime (1000mg, daily, ip) which was completed on (B)(6) 2010. The recurrent peritonitis was resolving. The nurse stated that the peritonitis was caused by a break in aseptic technique described as poor technique of connection and disconnection. It was not reported whether the patient was retrained in aseptic technique. It was unknown whether the dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapy were ongoing. The reporting nurse believed that the recurrent peritonitis was not related to dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapies but was caused by the poor technique of connection and disconnection. The reporter further stated that the previous bacteria identified was epidermidis which denoted contamination or contact bacteria. The reporter did not provide a causality statement for the event of poor technique of connection and disconnection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.